Event description:
It was reported that the balloon catheter froze on wire. The target lesion was located in the popliteal artery. A 5.0 x 100mm, 135cm ranger paclitaxel-coated pta balloon catheter was advanced for dilation. During the procedure, the balloon got stuck with the guidewire. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.